Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to dislodgment. Also, thresholds and other factors were not stable after cycles of screw ejection and retraction. A new lead was implanted. No adverse patient effects were reported.